Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact on the customer's blood glucose level. The customer successfully resolved the issue by leaving the wall adapter plugged in for at least 30 minutes, using the original charging supplies, which allowed the pump to begin charging, thereby requiring no further assistance.